Event description:
It was reported to philips that the system's flexvision monitor was unable to display. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the vascular procedure was completed after rebooting the system twice. The philips field service engineer (fse) inspected the system onsite and identified there was an image flickering, intermittent image loss on the flex vision monitor. Upon troubleshooting, fse rebooted the video matrix, and the issue was resolved temporarily. However, fse replaced the video matrix. After replacement, the system was returned to use in good working order. The codes have been updated based on the investigation's outcome.